Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device was used on two (2) consecutive patients and both patients subsequently developed cystitis. The olympus oer-4 is used after manual cleaning and the facility is investigating if the concentration meets expectations. According to the person in charge, there is concern that there may be a problem with the storage method after cleaning and disinfection. The subject device is left in a bag after cleaning and disinfection. A request for additional information is in progress. This event includes 2 reports: (B)(6): patient 1 of 2. (B)(6): patient 2 of 2. This report is 2 of 2. For (B)(6): patient 2 of 2.

Event description:
The following additional information regarding the reported event was received: it is unclear whether culture testing was performed. It is also unclear whether there was cross-infection involving the subject device. All other requested information was not provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, any relevancy between the subject device and the reported event could not be identified. Therefore, a root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes information added to b5, g2 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding their reprocessing process. The customer confirmed that they wipe the outer surface of the insertion site for flexible cystoscope products in the bedside cleaning described in the instruction manual after the examination. The bedside cleaning described in the instruction manual for flexible cystoscope products after examination involves pumping water into the channel using a suction device and the endoscope's suction valve. Leakage tests are performed on flexible cystoscope products in accordance with the instruction manual. Channel brushing operation using the customer's own cleaning brushes as described in the instruction manual is carried out. The customer uses their in-house reusable brushes (mh-507, bw-15b). A cleaning adapter (maj-1077) and a suction machine to suction cleaning solution, water, and air during main cleaning and rinsing for flexible cystoscope products with suction ducts are not used. For flexible cystoscope products with suction channels, the inside of the channel is filled with cleaning and disinfection solution by aspirating the cleaning and disinfection solution with a syringe through the suction cleaning adapter (maj-1077) during immersion in the endoscope at the time of main cleaning and disinfection. The flexible cystoscopes are cleaned with oer products. When manually cleaning and disinfecting flexible cystoscope products, units are individually cleaned and disinfected. When cleaning of the flexible cystoscope product could not be performed immediately after the case, the procedure of prolonged immersion in the cleaning solution is not performed in accordance with the instruction manual. The t-tube (maj-891) that the customer is currently using was purchased at the same time as the endoscope product they are using in combination. The t-pipe (maj-891) has been disassembled as described in the instruction manual. The t-pipe (maj-891) has been cleaned and disinfected as described in the instruction manual. If the forceps stopper (maj-579) of the t-pipe (maj-891) has deteriorated due to use, it has been properly replaced as described in the instruction manual. The customer is not using their own cleaning brush to clean the t-pipe (maj-891) as described in the instruction manual. The cleaning and disinfection procedures described in the instruction manuals of each company for olympus and other companies' products was followed. Should additional relevant information become available, a supplemental report will be submitted.